Event description:
The account generated a false positive architect bhcg result on a patient who tested urine bhcg rapid test negative. The patient tested architect bhcg positive (33.96 no units of measurement provided) but a new specimen the following day generated architect bhcg negative (<1.2 no units of measurement provided) results. The specimen from the previous day was tested again with a negative architect bhcg result (<1.2 no units of measurement provided). All quality control was within range. The patient was a pre-operative patient with routine pre-operative testing. No further patient history was provided. The architect logs were gathered and reviewed revealing that the possible cause of the positive architect bhcg result on the patient sample could have been due to static spikes. The account stated the lab is dry with low humidity. The operator is unable to adjust the humidity levels in the laboratory. Service was requested for the architect analyzer and replaced the lid shield ground kit. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This issue is now associated with remedial action removal. This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.